Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, unspecified surgical complications were noted. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. An invoice history could not be located to confirm the surgery date.

Manufacturer narrative:
Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2008. Subsequently, the patient experienced unspecified surgical complications on an unknown date. There has been no reported revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2007 and a left femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, a shift in the left femoral component was noted. There has been no reported revision procedure to date for either side and there has been no complications on the right side.